Event description:
During use of the device for a cardiopulmonary bypass procedure, the user reported the batteries would not charge, indicating the battery backup system was not working properly. The user reported the surgical procedure was completed successfully, and ther were no adverse consequences to the pt as a result of this event.

Manufacturer narrative:
Evaluation in progress, but not yet concluded.